Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 shortly after a device implant procedure earlier in the day complaining of phrenic nerve stimulation. Upon interrogation, it was noted that the patient's left ventricular lead was not pacing, so the lead was programmed to right ventricular pacing only. A chest x-ray was performed on (B)(6) 2021 that revealed that the lead dislodged. No further intervention was reported. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient's left ventricular lead was explanted and replaced on (B)(6) 2021. The patient was stable before, during, and after the procedure.